Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing. Additionally, decreased r-wave signal amplitude measurements were noted. Technical services (ts) discussed the potential of electromagnetic interference (emi) and recommended finding out what the patient was doing at the time and discussed potential troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient will be scheduled to be seen in clinic on an unknown future date. No known appointments have been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.